Manufacturer narrative:
(B)(4). Initial reporter's phone number: (B)(6).

Event description:
On 26oct2020 a patient (pt) in (B)(6) called to report discomfort while wearing the acuvue¿ oasys¿ for astigmatism brand contact lenses. The pt continued to wear the suspect lenses and began to experience redness, pain, and irritation os. The pt went to the emergency department (date of visit was not provided) and was prescribed hyabak 1 drop 5x/day for 7 days and vigamox 1 drop q1h for 7 days. No diagnosis was provided. The pt went to an eye care provider (ecp) on (B)(6) 2020 who diagnosed corneal ulcer in the os, applied an eye bandage and advised the pt to return (B)(6) 2020. On (B)(6) 2020, after removing the bandage, the ecp added cyclocort and vigamox. On 26oct2020 a call was placed to the pts treating ecp. A representative confirmed the diagnosis of corneal ulcer, but nothing additional was provided. On 27oct2020 additional information was received from the pt. The pt reported the 1st visit to the urgent care was (B)(6) 2020. The pt was diagnosed with a corneal ulcer and prescribed vigamox 1 drop q 1h for 7 days and hyabak 1 drop 5-6x/day. On (B)(6) 2020 the pt went to an ecp who confirmed the corneal ulcer diagnosis and placed an eye bandage. The ecp advised to pt to keep the bandage in place and remove it in the am and apply cyclocort hourly and discontinue the vigamox. On (B)(6) 2020 the pt removed the eye bandage and applied cyclocort as prescribed. On the 27oct2020 fu visit, the ecp noted significant improvement. The ecp advised to continue cyclocort 1 drop q2h and hyabak lubricating drops as needed until 31oct2020. On 27nov2020 the ecp statement was received, dated 26oct2020. The pt presents with centrally located os corneal ulcer caused due to cl wear in the inadequate base curve. Was treated with bandage with cylocort cream and mydriacyl. On 29oct2020 the pt provided additional information. The pt reported a follow-up appointment on 04nov2020. The pt reported daily lens wear with a monthly replacement schedule. On 04nov2020 a call was placed to the ecp and spoke with representative who reported the pt did not show for the (B)(6) 2020 appointment. The appointment was rescheduled for (B)(6) 2020. On 09nov2020 a call was placed to the pts treating ecps office. A representative on the 06nov2020 follow-up appointment, the corneal ulcer healed and the pt was released to return to contact lens wear with appropriate contact lens fit. No new medical information has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00t5fk was produced under normal conditions. The suspect os contact lens was discarded. No additional investigation can be conducted. If any further relevant information is received, a supplemental report will be filed.